Event description:
Per the info received, pt suffered a severe myocardial infarction. Aggressive CPR was performed. During autopsy, one of the leaflets was noted to be missing. The leaflet was not located at the time of autopsy. It is unknown if the leaflet was dislodged during CPR.